Event description:
In 2009, the patient reported that an e4 (occlusion) error was displayed on her infusion device during basal delivery. She disconnected from her infusion site and primed without error. She reconnected to the infusion site and attempted to bolus and e4 was displayed. Her blood glucose was elevated to 442 mg/dl. She was instructed to disconnect from the infusion site and bolused without error. She was advised to change her infusion site. She did not have replacement supplies at the time of the report. The infusion site had been in use for 1 day and the infusion tubing had been in use for 5 days. Upon follow up at about 11 days later, the patient stated that she did not change the infusion site until it was due to be changed after 3 days of use. She had no further issues with e4 errors and her blood glucose returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.